Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powers with retuned battery cap. Battery cap able to fully tighten. Battery compartment crack observed below grip pad. One eaw 128-fb80 alarm and multiple eaw 128-fe80 alarms observed in black box on (B)(6) 2014. During investigation, performed multiple ¿load step¿ functions. No eaw's duplicated. The current draws were within specifications. The pump case was removed and there was evidence of moisture contamination inside pump, on transceiver board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.